Event description:
It was reported during implant of a biventricular pacing system, the left ventricular lead measured high impedance and high thresholds. The lead was not used, but a new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that there was blood/body fluid (not obstructed) on all conductors.